Event description:
The stent was returned off the balloon. The stent struts were raised, damaged and deformed. Crimp impressions were evident along the balloon.

Event description:
The physician was using a bridge assurant peripheral stent system for treatment of the subclavian artery. The device was advanced to the lesion and upon exiting the introducer sheath the stent came off the balloon. The stent was retrieved with a snare. Another stent was used to treat the lesion. The patient is reported to be fine post procedure and no clinical sequelae were reported. The device was prepped prior to use with no issues noted.

Manufacturer narrative:
(B)(4): root cause undetermined - limited information available, device not indicated for use in subclavian artery, stent dislodgement, device not received for evaluation.